Event description:
Patient rep. Reported patient experienced "paresthesia" and "anxiety". Patient rep. Further reported patient experienced events not related to the device as follows: ¿breast cysts¿, "bruising", ¿sudden stiffness of legs and arms¿, ¿confusion, difficulties in concentration¿, ¿constant fatigue¿, "numbness in hands and feet", "palpitations", and "panic attacks". Treatment included the patient being "discharged to home care with two drains", unspecified "injections against blood clotting every day, and in addition to a strong antibiotic, she also took anti-inflammatory drugs, painkillers and drugs to protect the gastrointestinal tract.¿ the device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: lymphadenopathy-alcl-suspected: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma-late note: explant date is for a future of (B)(6) 2021. Dr. (B)(6). Dr. (B)(6).

Event description:
Patient reported left side alcl, accumulation of fluid, guided fine needle aspiration biopsy: there are no malignant cells in the sample, elements of exudative proliferative inflammation. (C2)" in the breast and severe inflammation. The device remains implanted. Pathological markers confirming alcl have not been received.